Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "failure to fully unwrap". It was reported that the user "had received 'multiple' high pressure alarms on the iabp. They exchanged the console with no change to alarms. A rct in the background clarified the iab was 'not unwrapping at the tip' on fluoroscopy". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. Manual inflation of the balloon was not attempted for the 1st iab. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "iab was not unwrapping at the tip" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Reported as "failure to fully unwrap". It was reported that the user "had received 'multiple' high pressure alarms on the iabp. They exchanged the console with no change to alarms. A rct in the background clarified the iab was 'not unwrapping at the tip' on fluoroscopy". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. Manual inflation of the balloon was not attempted for the 1st iab. No patient harm or injury. The patient status is reported as "fine".